Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report# 3006705815-2018-02670. It was reported the patient¿s scs leads migrated. The fluoroscopic imaging performed confirmed leads migrated to the lumbar region. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Device 2 of 2: reference MFR report#3006705815-2018-02670. Additional information received identified that patient is currently suffering from shingles. As such, surgical intervention is pending.

Event description:
Device 2 of 2: reference MFR report #3006705815-2018-02670. Additional information received identified that surgical intervention was undertaken wherein the lead was explanted and replaced on (B)(6) 2018. Reportedly, therapy was restored post-operatively.